Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney has not provided medical records to date. It was reported the patient had an infected mesh, experienced adhesions and recurrence. Both adhesions and recurrence are listed as known possible adverse reactions in the instructions-for-use. In regards to infection, the warning section in the instructions-for-use states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Device is part of composix kugel recall, however as noted in medical records of the explant procedure there was no patient complications associated to a problem experienced with the mesh. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
Based on a review of the patient's medical records: (B)(6) 2006 - the patient underwent a ventral hernia repair with implant of a bard/davol composix kugel hernia patch. Prior to performing an open procedure the surgeon indicated he attempted to repair the hernia laparoscopically, however, due to the patient's "body habitus and issues with these hernias" he proceeded with an open approach. (B)(6) 2008 - the patient had an md consultation with complaints that immediately postoperatively she developed a wound infection and has since then had a cyclic chronic draining abdominal wound. Per the md impression patient has, "infected mesh (ck), abdominal pain and morbid obesity." (B)(6) 2015 - the patient underwent laparoscopic lysis of adhesions, explant of the composix kugel mesh. Placement of abdominal wall nerve blocks bilateral and primary repair of ventral incisional hernia. Per operative reports detail "there were omental adhesions, these were taken down. After lysis of adhesions, the mesh carefully dissected free from the abdominal wall. There were multiple tacks and sutures which were also excised. The mesh needed to be cut in half to enable it to be removed through the 10-mm incision and this was done."